Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the mobile view station's (mvs) batteries were not holding a charge. No patient was present. An onsite inspection was scheduled for a later date. During the onsite inspection the medtronic representative changed the mvs ups due to the mvs not a holding change. A successful system checkout was performed which verified that the issue had been resolved. The ups was sent back to the manufacturer for analysis. Upon receiving the part, it was visually observed that the ups cable was cut and damaged. Because of this, the reported failure could not be confirmed as the cable would have to be replaced before any testing could be done. There was also a dent on the right side top of the ups not allowing the screw to mount the front plastic face to the body of the ups. Only five of the screws were holding the plastic panel in place. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the mobile view station's (mvs) batteries were not holding a charge. No patient was present. An onsite inspection was scheduled for a later date.